Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns pt would undergo revision surgery due to high lead impedance readings obtained during an office visit. There were no reports of pt manipulation or trauma that could have caused the reported event and the device was not at end of service. The physician had x-rays taken and was not able to see any lead discontinuities on the x-ray films provided. A copy of the x-rays was not sent to the manufacturer for review. The pt's generator was replaced only and this did not resolve the high lead impedance readings. The physician will discuss this matter further with the pt's family to determine if any additional interventions will be taken.